Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear liquid leak under the coulter lh 780 hematology analyzer. Customer reported the volume of the leak was 10 - 20 ml.customer reported that patient results were not affected.there was no report of any adverse event or injury requiring medical intervention or patient treatment.bec field service engineer (fse) found the source of the leak was a tubing at the vacuum chamber vc12 for the upper sheath flow coil. Customer reported they remediated the leak prior to the fse's arrival. The fse performed preventive maintenance. To date, customer has not reported on any further leak from vacuum chamber vc12 for the upper sheath flow coil.

Manufacturer narrative:
(B)(4).